Event description:
Additional information was received. Hcp reported a pump volume discrepancy. Volume withdrawn greater than expected (7.2ml expected, 24ml removed). Reported patient had increased tone, and sweating, but had improved with oral baclofen by the time hcp saw the patient. Patient resolved without sequelae. Lioresal concentration 2000mcg/ml. If additional information becomes available a report will be provided.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Analysis of the pump found no anomaly.

Event description:
It was reported that there was more than the expected volume at refill. The actual reservoir volume was 24 ml versus the expected reservoir volume which was not provided. It was indicated that the pump was replaced due to the inconsistencies of the reservoir volumes. It was reported that there was no patient symptoms or injuries related to this event, however the outcome of the patient was unknown. The drug delivered via pump was lioresal. Additional information had been requested, but was not provided as of the date of this report.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product ID 8709sc, lot#, serial# (B)(4), implanted: 2008 (B)(6), explanted: product type catheter. (B)(4). Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete.